Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3889-28, lot# va05sc0, implanted: (B)(6) 2013: product type lead. (B)(4).

Event description:
It was reported that since the patient had tens treatment, which began almost two months ago with 13 treatments, she had had a return in urinary symptoms, but bowel symptoms were still under control. It was noted that the device treatment of bowel had helped the patient "tremendously." It was indicated that patient's urinary symptoms included catheterizing, going through 4-6 pads a day, and wetting the bed. The patient used a traction bed and had a disc collapse, which closed up the little hole where the nerve exists. It was noted that compatibility guidelines were requested for CT/cat scans. The patient was directed to contact her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was in church in front of the sound booth. The patient did not know that " it cut off the neurostimulator" and the patient had an "accident" in their pants. The patient was fearful of it "cutting off" from being near something that they "should not be." The patient's main concerned was how "equipment and machines" such as household appliances could affect the implant. The patient indicated that they "love the neurostimulator" and went from having 15-20 bowel movements a day the patient had one or two. The patient no longer was "raw behind, bleeding, and pain." Since the implant the patient had only two accidents in public. After the implant the patient had one appointment to remove stiches and afterwards the healthcare professional indicated the patient did not have to come again.